Event description:
The customer reported that the system intermittently locked up during fluoroscopy. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The foot switch was replaced. The system was then found to be operating as intended. See scanned page.